Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("the coil punctured the tube and embedded in the ovary/left fallopian tube/left coil had punctured through the tube and was basically jabbing into my left ovary."), ovarian perforation ("ovary damaged/the coil punctured the tube and embedded in the ovary"), genital haemorrhage ("excessive bleeding"), dental caries ("severe dental decay and had to have her teeth removed") and edentulous ("I do not have any teeth, I had them all pulled over a year ago thanks to essure") in a 27-year-old female patient who had essure (batch no. 678816) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included earache (was due tom major scarring and due to multiple surgeries and ear infection as kid.), gravida ii, parity 2 ((B)(6) 2009, (B)(6) 2009), migraine in 2000, kidney stone and renal calculi. She did not experienced any unintended pregnancies not also have any birth defect following use of essure. Concurrent conditions included ankle instability, chronic cervicitis, cervical dysplasia and bleed in luteal cyst. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced dental caries (seriousness criterion medically significant). In 2012, the patient experienced the first episode of anxiety ("anxiety") and depression ("depression/struggle within a typical lifestyle"). In (B)(6) 2013, the patient experienced dyspareunia ("painful sexual intercourse/hurts to bad to have sex"). In (B)(6) 2013, the patient experienced fibromyalgia ("fibromyalgia") and the second episode of anxiety ("tension on her marriage"). In (B)(6) 2014, the patient experienced menorrhagia ("heavy menstrual bleeding/blood clots") and dysmenorrhoea ("irregular periods (heavy, severe and painful)/heavy menstrual cramps/menstrual pain (strong out wrenching contraction like pains across the entire front of my female area)"). On (B)(6) 2015, 4 years 8 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. In (B)(6) 2016, the patient experienced white blood cell count increased ("white blood cell count remained high"). On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular periods (heavy, severe and painful)"), lethargy ("lethargy"), migraine ("migraines"), allergy to metals ("allergic to nickel"), stress ("stress due to pain"), menstrual disorder ("menstrual blood clots"), edentulous (seriousness criterion disability), dry eye ("dry eye"), staphylococcal abscess ("staph/abscess problem"), hypoaesthesia ("numbness"), abdominal pain ("lots of pain/I am not hurting except my side and belly button area."), nephrolithiasis ("kidney stone"), vaginal discharge ("lot of discharge/made me feel dirty and smell"), bladder disorder ("bladder problems"), abdominal distension ("bloating"), fatigue ("fatigue worse"), urinary incontinence ("sneeze and soak my panties and undies/I have to carry diaper bag for myself in car"), vaginal haemorrhage ("last month there was spot of blood in my panties"), post procedural haemorrhage ("I was bleeding and still having liquid"), oral pain ("mouth sores"), peripheral swelling ("swelling in my leg") and abnormal behaviour ("crazy"). The patient was treated with doxycycline hyclate, montelukast, milnacipran, propranolol, dicycloverine (dicyclomine), tramadol, clindamycin, rifampicin (rifampin), surgery (laparoscopy assisted vaginal hysterectomy including her cervix and left ovary.), surgery (complete hysterectomy on (B)(6) 2015, including her cervix and left ovary.), surgery (on (B)(6) 2013, she underwent novasure ablation) and surgery (teeth removed (2012)). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, ovarian perforation, dental caries, menorrhagia, menstruation irregular, fibromyalgia, allergy to metals, stress, the last episode of anxiety, menstrual disorder, edentulous, dry eye, staphylococcal abscess, hypoaesthesia, abdominal pain, nephrolithiasis, vaginal discharge, bladder disorder, abdominal distension, fatigue, urinary incontinence, vaginal haemorrhage, post procedural haemorrhage, oral pain, peripheral swelling and abnormal behaviour outcome was unknown, the genital haemorrhage, lethargy, white blood cell count increased and dysmenorrhoea had resolved, the dyspareunia was resolving and the depression and migraine had not resolved. The reporter provided no causality assessment for abdominal distension, bladder disorder, dry eye, fatigue, fibromyalgia, hypoaesthesia, nephrolithiasis, oral pain, post procedural haemorrhage, staphylococcal abscess, urinary incontinence, vaginal discharge and vaginal haemorrhage with essure. The reporter considered abdominal pain, abnormal behaviour, allergy to metals, dental caries, depression, dysmenorrhoea, dyspareunia, edentulous, fallopian tube perforation, genital haemorrhage, lethargy, menorrhagia, menstrual disorder, menstruation irregular, migraine, ovarian perforation, peripheral swelling, stress, white blood cell count increased, the first episode of anxiety and the second episode of anxiety to be related to essure. The reporter commented: pelvic abdominal ((B)(6) 2013). Severe menstrual pain (2013-2015), physician informed her that he removed her left ovary during the hysterectomy because the left coil had perflated through the tube and was penetrating into the left ovary which had caused enough damage that the ovary was no longer healthy enough to stay in place. Essure removal her symptoms improved, including painful intercourse; heavy menstrual cramps and bleeding, lethargy; and her white blood cell count returned to normal. Left: 3-5. Right: 3-5. Patient tolerated insertion procedure well with no complications. Diagnostic results (normal ranges are provided in parenthesis if available): white blood cell count - on an unknown date: 13.7 (units unspecified); on an unknown date: 17.6 (units unspecified) current weight: 230; approximate weight at the time of essure placement: 185 (unit unspecified). -high white cell count. -she underwent in on (B)(6) 2010 via hysterosalpingogram. -(B)(6) 2014, x ray revealed nonspecific bowel gas pattern was seen. Constipation seen. Multiple phleboliths were seen in the bilateral pelvis, a distal ureteral calculus can not be excluded. Bilateral essure tubal coils identified. -hysterectomy including her cervix and left ovary. -post operative all her CT scan/MRI/ultra sound and physical examination's were normal. ¿concerning the injuries reported in this case, the following one/ones were reported via social media: excessive bleeding, cramping, dry eye, fibromyalgia, blood clots, staph/abscess problem; numbness; lots of pain/I am not hurting except my side and belly button area; kidney stone; left coil was through my ovary; the coil punctured the tube and embedded in the ovary/left coil had punctured through the tube and was basically jabbing into my left ovary; lot of discharge/made me feel dirty and smell; bloating and fatigue worse and bloating and fatigue worse; I do not have any teeth, I had them all pulled over a year ago thanks to essure; sneeze and soak my panties and undies/I have to carry diaper bag for myself in car; last month there was spot of blood in my panties and mouth sores." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: social media case - new events "swelling in my leg, crazy" were added. New reporter was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("the coil punctured the tube and embedded in the ovary/left fallopian tube/left coil had punctured through the tube and was basically jabbing into my left ovary."), ovarian perforation ("ovary damaged/the coil punctured the tube and embedded in the ovary"), genital haemorrhage ("excessive bleeding"), dental caries ("severe dental decay and had to have her teeth removed") and edentulous ("I do not have any teeth, I had them all pulled over a year ago thanks to essure") in a 27-year-old female patient who had essure (batch no. 678816) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included earache (was due tom major scarring and due to multiple surgeries and ear infection as kid.), gravida ii, parity 2 ((B)(6) 2009, (B)(6) 2009), migraine in 2000, kidney stone and renal calculi. She did not experienced any unintended pregnancies not also have any birth defect following use of essure. Concurrent conditions included ankle instability, chronic cervicitis, cervical dysplasia and bleed in luteal cyst. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2012, the patient experienced dental caries (seriousness criterion medically significant). In 2012, the patient experienced the first episode of anxiety ("anxiety") and depression ("depression/struggle within a typical lifestyle"). In (B)(6) 2013, the patient experienced dyspareunia ("painful sexual intercourse/hurts to bad to have sex"). In (B)(6) 2013, the patient experienced fibromyalgia ("fibromyalgia") and the second episode of anxiety ("tension on her marriage"). In (B)(6) 2014, the patient experienced menorrhagia ("heavy menstrual bleeding/blood clots") and dysmenorrhoea ("irregular periods (heavy, severe and painful)/heavy menstrual cramps/menstrual pain (strong out wrenching contraction like pains across the entire front of my female area)"). On (B)(6) 2015, 4 years 8 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. In february 2016, the patient experienced white blood cell count increased ("white blood cell count remained high"). On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), menstruation irregular ("irregular periods (heavy, severe and painful)"), lethargy ("lethargy"), migraine ("migraines"), allergy to metals ("allergic to nickel"), stress ("stress due to pain"), menstrual disorder ("menstrual blood clots"), edentulous (seriousness criterion disability), dry eye ("dry eye"), staphylococcal abscess ("staph/abscess problem"), hypoaesthesia ("numbness"), abdominal pain ("lots of pain/I am not hurting except my side and belly button area."), nephrolithiasis ("kidney stone"), vaginal discharge ("lot of discharge/made me feel dirty and smell"), bladder disorder ("bladder problems"), abdominal distension ("bloating"), fatigue ("fatigue worse"), urinary incontinence ("sneeze and soak my panties and undies/I have to carry diaper bag for myself in car"), vaginal haemorrhage ("last month there was spot of blood in my panties"), post procedural haemorrhage ("I was bleeding and still having liquid") and oral pain ("mouth sores"). The patient was treated with doxycycline hyclate, montelukast, milnacipran, propranolol, dicycloverine (dicyclomine), tramadol, clindamycin, rifampicin (rifampin), surgery (laparoscopy assisted vaginal hysterectomy including her cervix and left ovary.), surgery (complete hysterectomy on (B)(6) 2015, including her cervix and left ovary.), surgery (on (B)(6) 2013, she underwent novasure ablation) and surgery (teeth removed (2012)). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, ovarian perforation, dental caries, menorrhagia, menstruation irregular, fibromyalgia, allergy to metals, stress, the last episode of anxiety, menstrual disorder, edentulous, dry eye, staphylococcal abscess, hypoaesthesia, abdominal pain, nephrolithiasis, vaginal discharge, bladder disorder, abdominal distension, fatigue, urinary incontinence, vaginal haemorrhage, post procedural haemorrhage and oral pain outcome was unknown, the genital haemorrhage, lethargy, white blood cell count increased and dysmenorrhoea had resolved, the dyspareunia was resolving and the depression and migraine had not resolved. The reporter provided no causality assessment for abdominal distension, bladder disorder, dry eye, fatigue, fibromyalgia, hypoaesthesia, nephrolithiasis, oral pain, post procedural haemorrhage, staphylococcal abscess, urinary incontinence, vaginal discharge and vaginal haemorrhage with essure. The reporter considered abdominal pain, allergy to metals, dental caries, depression, dysmenorrhoea, dyspareunia, edentulous, fallopian tube perforation, genital haemorrhage, lethargy, menorrhagia, menstrual disorder, menstruation irregular, migraine, ovarian perforation, stress, white blood cell count increased, the first episode of anxiety and the second episode of anxiety to be related to essure. The reporter commented: pelvic abdominal ((B)(6) 2013). Severe menstrual pain (2013-2015), physician informed her that he removed her left ovary during the hysterectomy because the left coil had perflated through the tube and was penetrating into the left ovary which had caused enough damage that the ovary was no longer healthy enough to stay in place. Essure removal her symptoms improved, including painful intercourse; heavy menstrual cramps and bleeding, lethargy; and her white blood cell count returned to normal. Left: 3-5 right: 3-5 patient tolerated insertion procedure well with no complications. Diagnostic results (normal ranges are provided in parenthesis if available): white blood cell count - on an unknown date: 13.7 (units unspecified); on an unknown date: 17.6 (units unspecified) current weight: 230; approximate weight at the time of essure placement: 185 (unit unspecified). -high white cell count. -she underwent in on (B)(6) 2010 via hysterosalpingogram. - on (B)(6) 2014, x ray revealed nonspecific bowel gas pattern was seen. Constipation seen. Multiple phleboliths were seen in the bilateral pelvis, a distal ureteral calculus can not be excluded. Bilateral essure tubal coils identified. -hysterectomy including her cervix and left ovary. -post operative all her CT scan/MRI/ultra sound and physical examination's were normal. ¿concerning the injuries reported in this case, the following one/ones were reported via social media: excessive bleeding, cramping, dry eye, fibromyalgia, blood clots, staph/abscess problem; numbness; lots of pain/I am not hurting except my side and belly button area; kidney stone; left coil was through my ovary; the coil punctured the tube and embedded in the ovary/left coil had punctured through the tube and was basically jabbing into my left ovary; lot of discharge/made me feel dirty and smell; bloating and fatigue worse and bloating and fatigue worse; I do not have any teeth, I had them all pulled over a year ago thanks to essure; sneeze and soak my panties and undies/I have to carry diaper bag for myself in car; last month there was spot of blood in my panties and mouth sores." Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: event "painful sexual intercourse/hurts to bad to have sex" outcome updated to "recovering/resolving", reporter added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("the coil punctured the tube and embedded in the ovary/left fallopian tube/left coil had punctured through the tube and was basically jabbing into my left ovary."), ovarian injury ("ovary damaged/the coil punctured the tube and embedded in the ovary"), genital haemorrhage ("excessive bleeding"), dental caries ("severe dental decay and had to have her teeth removed"), and edentulous ("I do not have any teeth, I had them all pulled over a year ago thanks to essure"), in a (B)(6) old female patient who had essure (batch no. 678816) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included earache (was due tom major scarring and due to multiple surgeries and ear infection as kid.), gravida ii, parity 2 ((B)(6), (B)(6)), migraine in 2000 and kidney stone. She did not experienced any unintended pregnancies not also have any birth defect following use of essure. On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced anxiety ("anxiety") and depression ("depression/struggle within a typical lifestyle"). On (B)(6) 2015, 4 years 8 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and abdominal pain lower. On an unknown date, the patient experienced ovarian injury (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), dental caries (seriousness criterion medically significant), edentulous (seriousness criterion disability), menorrhagia ("heavy menstrual bleeding/blood clots"), menstruation irregular ("irregular periods (heavy, severe and painful)"), dyspareunia ("painful sexual intercourse/hurts to bad to have sex"), lethargy ("lethargy"), white blood cell count increased ("white blood cell count remained high"), fibromyalgia ("fibromyalgia"), migraine ("migraines"), allergy to metals ("allergic to nickel"), stress ("stress due to pain"), tension ("tension on her marriage"), dysmenorrhoea ("irregular periods (heavy, severe and painful)/heavy menstrual cramps/menstrual pain (strong out wrenching contraction like pains across the entire front of my female area)"), menstrual disorder ("menstrual blood clots"), dry eye ("dry eye"), staphylococcal abscess ("staph/abscess problem"), hypoaesthesia ("numbness"), abdominal pain ("lots of pain/I am not hurting except my side and belly button area."), nephrolithiasis ("kidney stone"), vaginal discharge ("lot of discharge/made me feel dirty and smell"), bladder disorder ("bladder problems"), abdominal distension ("bloating"), fatigue ("fatigue worse"), urinary incontinence ("sneeze and soak my panties and undies/I have to carry diaper bag for myself in car"), vaginal haemorrhage ("last month there was spot of blood in my panties"), post procedural haemorrhage ("I was bleeding and still having liquid") and oral pain ("mouth sores"). The patient was treated with doxycycline, montelukast, milnacipran, propranolol, dicycloverine (dicyclomine), tramadol, clindamycin, rifampicin (rifampin), surgery (laparoscopy assisted vaginal hysterectomy including her cervix and left ovary.), surgery (on (B)(6) 2013, she underwent novasure ablation) and surgery (teeth removed (2012)). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, ovarian injury, dental caries, menorrhagia, menstruation irregular, dyspareunia, fibromyalgia, allergy to metals, stress, tension, menstrual disorder, edentulous, dry eye, staphylococcal abscess, hypoaesthesia, abdominal pain, nephrolithiasis, vaginal discharge, bladder disorder, abdominal distension, fatigue, urinary incontinence, vaginal haemorrhage, post procedural haemorrhage and oral pain outcome was unknown, the genital haemorrhage, lethargy, white blood cell count increased and dysmenorrhoea had resolved and the anxiety, depression and migraine had not resolved. The reporter considered abdominal pain, allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, edentulous, fallopian tube perforation, genital haemorrhage, lethargy, menorrhagia, menstrual disorder, menstruation irregular, migraine, ovarian injury, stress, tension and white blood cell count increased to be related to essure. The reporter provided no causality assessment for abdominal distension, bladder disorder, dental caries, dry eye, fatigue, fibromyalgia, hypoaesthesia, nephrolithiasis, oral pain, post procedural haemorrhage, staphylococcal abscess, urinary incontinence, vaginal discharge and vaginal haemorrhage with essure. The reporter commented: pelvic abdominal ((B)(6) 2013). Severe menstrual pain (2013-2015), physician informed her that he removed her left ovary during the hysterectomy because the left coil had perflated through the tube and was penetrating into the left ovary which had caused enough damage that the ovary was no longer healthy enough to stay in place. Essure removal her symptoms improved, including painful intercourse; heavy menstrual cramps and bleeding, lethargy; and her white blood cell count returned to normal. Diagnostic results (normal ranges are provided in parenthesis if available): white blood cell count - on an unknown date: 13.7 (units unspecified); on an unknown date: 17.6 (units unspecified) current weight: (B)(6); approximate weight at the time of essure placement: (B)(6) (unit unspecified). -high white cell count. -she underwent in on (B)(6) 2010 via hysterosalpingogram. -on (B)(6) 2014, x ray revealed nonspecific bowel gas pattern was seen. Constipation seen. Multiple phleboliths were seen in the bilateral pelvis, a distal ureteral calculus can not be excluded. Bilateral essure tubal coils identified. -hysterectomy including her cervix and left ovary. -post operative all her CT scan/MRI/ultra sound and physical examination's were normal. ¿concerning the injuries reported in this case, the following one/ones were reported via social media: excessive bleeding, cramping, dry eye, fibromyalgia, blood clots, staph/abscess problem; numbness; lots of pain/I am not hurting except my side and belly button area; kidney stone; left coil was through my ovary; the coil punctured the tube and embedded in the ovary/left coil had punctured through the tube and was basically jabbing into my left ovary; lot of discharge/made me feel dirty and smell; bloating and fatigue worse and bloating and fatigue worse; I do not have any teeth, I had them all pulled over a year ago thanks to essure; sneeze and soak my panties and undies/I have to carry diaper bag for myself in car; last month there was spot of blood in my panties and mouth sores." Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.